Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon receipt the electrode belt failed the pulse lead hi-pot test and the therapy electrode recognition test. Upon investigation there was an open pulse wire in the distribution node (dn) to rear therapy electrode (te) cable. The root cause of the open wire could not be positively identified but was likely excessive force. No adverse event resulted from defective electrode belt. The patient received a replacement electrode belt. Device evaluation of battery packs sn (B)(4) and sn (B)(4) is currently underway. The reported problem (battery packs will not hold charge) is under investigation. A supplemental report will be sent upon completion of the evaluation. No adverse event resulted from the allegedly deficient battery packs. The patient received two replacement battery packs. Device manufacturer dates: sn: (B)(4) 05/01/2012; sn (B)(4) 11/01/2012.

Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report adjust belt/check belt messages. In addition, the patient's nurse reported that the batteries would not hold charge and that one would not power up the monitor. The patient was issued a replacement electrode belt and two replacement battery packs.